Event description:
User facility reported that the device was implanted in pt to allow for administration of a clinical trial drug on (B)(6) 2011. On (B)(6) 2011 an x-ray examination was performed which showed that the catheter had migrated from the pt's spinal space. The device was explanted on (B)(6) 2012 with a new device implanted the same day. No permanent adverse effects to pt reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.